Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. A review of the downloaded service events log confirmed that a single occurrence of system fault 74 was triggered in the device. The system testing performed by the technical services staff could not reproduce the fault. (B)(4).